Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify critical pump error due to blank display. The insulin pump received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported that insulin pump had critical pump error. Customer's blood glucose value was 351 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.